Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned showing two lat-d1000 tego devices connected to the venous and arterial lines of a blood set. There was blood visible on the external surfaces of both of the tego devices and blood on a sterile field towel below the tego devices. The tego on the blue venous line appeared to have blood on the top surface of the tego seal. There was no visually apparent damage to either of the lat-d1000 tego devices. Though blood leakage can be confirmed the probable cause of the leakage cannot be determined without return of the affected devices. The device history review for lot 4764297 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was discarded. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a tego connector that presented blood leakage in the connection with the venous line. One minute after initiating the therapy, the patient reported feeling feeling wetness at the chest and part of the back. The sterile field that covered the catheter was opened and the leakage was noted. The connector was replaced and all connections were verified to be properly adjusted. The patient was connected again and therapy was resumed without any other issues. It was reported that the blood leakage was less than 150 ml. The event occurred during patient use, and no one was harmed as a result of this event.